Manufacturer narrative:
Correction b5: to remedy the issue, the patient¿s 24 chemotherapy treatment was temporarily stopped and the filter was changed (omitted on initial). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address - (B)(6). Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp extension set was leaking from the filter. This was observed after 5 hours of running paclitaxel therapy. There was no report of patient injury or medical intervention associated with this event.